Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23250. It was reported the patient felt a stinging sensation at the ipg site only while charging on (B)(6) 2014. The patient also reported falling around that time. It was also reported an impedance check showed high impedance readings on multiple lead contacts. Follow-up information revealed the patient continued to experience discomfort at the ipg site due to the fall. Subsequently, the patient underwent surgical intervention on (B)(6) 2015 where her ipg was explanted and replaced. It was also noted the patient's lead was also explanted and replaced at that time.